Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an adjustable valve. It was reported that in follow-up of patients with implanted gastric shunts, it had been discovered that they have had a different attitude of resistance than the one prescribed. It had been discovered when the patient needed care due to deterioration of the condition, in some cases acutely. Upon detection, the setting had been immediately set back to the prescribed state. There was no documentation showing that the shunt was deliberately changed or that the patient underwent any examination or procedure that could affect the setting. The reaction could not be explained by anything other than spontaneous change. The shunt thus seem to reposition itself, with serious risks for the patient as a consequence.

Event description:
Additional information received reported that of the 14 cases initially reported, 9 were found to have unexplained pressure level changes. The others were excluded due to exposure to MRI or other events. In the 9 patients, pressure level changes were detected with both increased and decreased settings from the intended setting. Of the 9 cases, there were no shunt valve explantations. The same 9 patients have not returned with additional pressure level changes. There have not been any new pressure level change complaints since december of 2023. The doctor did not find any pattern or association with implanting physician or operating room. They did find that the neurology clinic was the one location utilizing the electronic programmer. It was noted that the device produced ¿irregular¿ or ¿inconsistent¿ readings for some staff. A procedure was put into place to utilize the manual interrogation device after valve setting changes for confirmation that the intended setting was accurately set. The instructions for use for the electronic programmer were evaluated for confirmation that it included instructions about the proper technique to avoid an inadvertent change in pressure level setting. The doctor performed a test with a new valve. They set the valve and carried it throughout the hospital, at times attempting to change the setting with proximity to suspect magnetic fields. No inadvertent pressure level changes occurred. As no identifying information was provided regarding the additional information, it was unknown which events this information applied to, therefore, all events involved have been updated to include the information. Please see h11 for all affiliated regulatory report numbers.

Manufacturer narrative:
9612501-2024-01939, 9612501-2024-01929, 9612501-2024-01931, 9612501-2024-01934, 9612501-2024-01935, 9612501-2024-01936, 2021898-2024-00095, 9612501-2024-01937, 9612501-2024-02723, 9612501-2024-02725, 9612501-2024-02727, 9612501-2024-02728, 9612501-2024-02730. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.